Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was missing. Review of the event history log (ehl) showed a "high pressure." An occlusion test was performed and the reported issue was duplicated. The device alarmed "high pressure." The cause of the reported issue is unknown. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: g3: denmark, h6: UDI number and g5 are unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting an error of too high pressure. No adverse patient effects were reported.